Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen went black. The insulin pump was still on but he could not see what he was doing on the screen. He was unable to use the insulin pump to bolus or anything. The customer could hear the insulin pump beeping when he pressed the buttons but could not see anything on the screen. Customer's blood glucose level was 117 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.